Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that she had a cabinet with a magnet on the door that had turned her ins on and off. The patient determined this and just decided to stay away from the magnet to avoid the issue. It was reviewed that the ins did have a programmable magnetic reed switch. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.